Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 34 mg/dl. Reportedly, the customer manually entered an incorrect bg level and initiated a bolus delivery that was too large. The customer addressed via consumption of carbohydrates. During systems check with tandem technical support, the pump was functioning as intended.